Manufacturer narrative:
The customer reported complaint of ivtm thermogard (sn (B)(4)) pump head not working was not confirmed during functional test. The ivtm thermogard functioned as intended, there were no device malfunctions. During visual inspection, there were no physical damage noted on the thermogard ivtm console. During functional test, the thermogard functioned as intended, as a precaution zoll personnel performed gap check, calibration testing, inspected and cleaned the display head and internal fan. The ivtm thermogard console is a reusable device and it was manufactured on 06/01/2004 which is more than 15 years old and it has exceed its service life of 5 years.

Event description:
It was reported that during priming the ivtm thermogard tgxp (sn (B)(4)) pump head was not working, customer request a preventive maintenance. No consequences or impact to patient.